Manufacturer narrative:
Initial.

Event description:
It was reported that the charger was not charging despite trying different outlets, with the charger indicator light remaining solid, which is consistent with a charging problem involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a power source problem associated with the charger, aligning with a charging malfunction of the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.